Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 18.5 mmol/l (333 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported that the insulin was not getting into their skin during bolus and was leaking onto the adhesive. Furthermore, when the pod was removed from the infusion site (abdomen), blood was present on the skin and a "lot of" insulin was observed on the adhesive; the pod's cannula was found to be bent. As treatment, a new pod was applied.